Event description:
It was reported that a patient underwent a procedure for removal of fixed device on (B)(6) 2022 and suture was used to sew the wound. On the third day after the surgery, the doctor found that the wound was red when changing the dressing for the patient, and there was no abnormality in other parts. There was inflammation. Considering that it was suture allergy, the suture was removed immediately, replaced with other suture for suture, and disinfected every day. After 2 days of observation, the above symptoms gradually relieved. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Other relevant patient history/concomitant medications? Were cultures performed? Results? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Are there any photos available? According to the feedback of the sales representative, all the above answers are unknown.